Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced tinnitus and became a non-user. The device was electively explanted on (B)(6) 2024, and there are no plans to re-implant the patient with a new device.